Event description:
Customer reported that battery life lasted only two days and screen and power button responded slower than usual. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional action was taken by technical support.